Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the applicator petals on a tampon were damaged and upon inserting the tampon she experienced discomfort. After insertion she noticed some of the applicator petals were missing and shattered. Two days later a piece of plastic from the applicator came out of her when removing a tampon. She visited her obgyn and no applicator pieces were found remaining inside her. She did not experience any unusual symptoms and was doing fine.